Event description:
A patient with portal hypertension and gastrointestinal bleeding underwent an esophageal banding procedure. Two attempts to use an endoscopic ligator during this procedure were made without success (see medwatch reports 1037905-2009-00142 and 1037905-2009-00143 for more information). During the same procedure, the physician selected a third cook endoscopy 4 shooter saeed multi-band ligator. The ligator was attached to the endoscope and advanced into position. Gaining access to the esophageal varices was reported to be slightly difficult due to the small size of the esophagus. The bands would not deploy from the ligator barrel. The endoscope and ligator were removed from the patient. The patient was hospitalized and given octreotide for treatment of the gastrointestinal bleeding. A foreign object did not have to be retrieved from the patient. When additional information was requested from the medical staff involved in the procedure, the nurse indicated no additional adverse effects have been reported. The nurse indicated she is unaware if the patient required any additional procedures related to this occurrence.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The information provided indicated gaining access to the banding site was slightly difficult due to the anatomy of the patient. After review of this information with clinical personnel, we can advise that difficulty in advancing the endoscope and ligator to the desired banding site could be related to the reported difficulty with band deployment. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). Prior to distribution, all cook endoscopy 4 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective actions: the report of difficulty with band deployment has been brought to the attention of the appropriate internal personnel. Further investigation is underway as part of quality review board (qrb) activities. No further action is warranted at this time because the report could not be verified. The likelihood of this type of occurence is rare. Customer quality assurance will continue to monitor for complaint trends.